Event description:
It was reported that this pacemaker was suspected of exhibiting loss of capture. Technical services (ts) was consulted and noted high ra pacing thresholds and that programmed settings were causing patient intrinsic rhythm to be undersensed. Ts noted the patient has experienced an increase in pacing requirements, and recommended reprogramming options to prevent undersensing. This pacemaker remains in service. No adverse patient effects were reported.